Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported failure (error c-34) was confirmed and reproduced on generator connected to the system. The logs confirmed the errors. No significant scratches or dents were noted on the unit during visual inspection. The front bezel was in decent condition. The iesu was placed on an in-house system and was run in normal mode. A c-54 error was noted on start-up, followed by the c-34 error. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Based on failure analysis, the probable root cause is attributed to a lower voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit generator. The customer replaced the instrument and instrument cable connected to the generator, but the issue remained. The customer then power cycled the generator with no change again. The customer did not have an external generator but was able to swap in a free vision side cart for the case. The procedure was converted to another dv system with no reported injury.